Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a type b thoracic aortic dissection using gore® tag® conformable thoracic stent grafts with active control system (ctag ac). A single debranch was performed as a concomitant procedure. It was reported that the first ctag ac device was deployed without issue. The second ctag ac device was deployed just below the patient's left common carotid artery (lcca). It was reported that the partially uncovered stent row of the second ctag ac device unintentionally covered the lcca. The physician reported that the deployment position was more proximal than intended. It was reported by the field sales associate that the marking made during device positioning was not properly marked. Reportedly an attempt was made to correct the position of the second ctag ac device by using a balloon on the device's proximal side. It was reported that the attempt was unsuccessful. The patient tolerated the procedure. It was reported that, when the patient awoke from anesthesia, there was no reaction of the patient's right hand and bilateral leg. The patient underwent reintervention via an lcca approach. Reportedly the physician opted to deploy two cordis s.m.a.r.t.® vascular stent grafts in the patient's lcca using a chimney technique. The first cordis s.m.a.r.t.® vascular stent graft reportedly moved proximally and dropped into the ascending aorta. The second cordis s.m.a.r.t.® vascular stent graft was deployed, and the flow of the lcca improved. The patient tolerated the procedure. It was reported that there was no change in the patient's immediate reaction following reintervention.

Manufacturer narrative:
H6 investigation conclusions: code 22: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, improper placement of stent graft, branch vessel occlusion or obstruction, neurologic damage - local or systemic (e.g., stroke, paraplegia, paraparesis), and reoperation. H6 investigation findings: code 3233 updated to code 213. H6 investigation conclusions: code 11 updated to code 4315.